Manufacturer narrative:
The technician found the ground terminal was loose in the plug end of the power cord. He tightened the plug end terminals to repair the bed.

Event description:
Information received indicates during a bed assessment the technician found the ground reading was high.